Event description:
The event involved a conector tego¿ where it was reported that during the connection the device presented a return without complications, but when connecting to the machine there was an increase in venous resistance, the catheter was tested and it was found to be permeable, the silicone of the device was observed to be obstructing the device¿s hole. The connector was changed. The event was noted during the hemodialysis treatment. There was no blood loss or harm to the patient.

Manufacturer narrative:
The device is not available for evaluation; however, a lot number has been provided. A device history lot review is pending. E1 initial reporter phone number: (B)(6).

Manufacturer narrative:
The complaint of no flow/ can't prime on item lat-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.